Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed the assignable cause of the problem to be a damaged upper latch switch. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported won¿t power on when set is inserted, which was not reproduced during evaluation. The cause was determined to be a damaged upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on when set was inserted. The event happened in the biomed service department during testing. There was no patient involvement. No additional information is available.